Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intermittent audio against the g6 application occurred. It was indicated that the patient was using an unsupported operating system, which is off-label usage of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.